Event description:
It was reported that the surgeon experienced needle breakage during use. The needle tip was recovered during the same procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.